Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer reported a high blood glucose event happened because the customer was unable to give the right amount of insulin for the carbs taken. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and auto mode and smart guard feature was inactive at the time of the event. Troubleshooting was declined by the customer. The customer will contact their healthcare professional for further assistance and the insulin pump will not be returned for analysis.